Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and the device showed a pin outside of the approximated rings.the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3.0mm coupler had a bent pin. This was identified during an intraoperative procedure. To resolve the event, a new coupler was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.